Event description:
It was reported via repair work order that the there was fluid ingress to the mattress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.